Event description:
A resolute integrity rx drug-eluting stent was intended to be used to treat a patient. The attempt was unsuccessful. The resolute integrity rx device was returned to the manufacturing facility and damage was noted to the stent on inspection. No clinical sequelae were reported. Evaluation summary: the hypotube was kinked 2cm, 18cm and 37cm distal to the strain relief. The stent was positioned on the balloon between the inner markers however struts on the first proximal segment were raised and pulled distally. The distal tip was flared and damaged.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent damage, failure to deliver the stent); (root cause of event cannot be determined based on limited information provided); conclusions: known inherent risk of procedure (stent damage, failure to deliver the stent); (root cause of event cannot be determined based on limited information provided).